Event description:
It was reported that a small volume folfusor did not deliver any of its contents. This occurred after the device was filled with 4700 mg of fluorouracil (non-baxter product) diluted with sodium chloride (total fill volume of 94 ml) and connected to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The lot was manufactured from december 2, 2013 to december 3, 2013. Evaluation summary: the device was returned for evaluation with approximately 95 ml of fluid in its bladder. After the luer cap was removed, visual inspection found no evidence of flow at the distal luer, verifying the reported condition. Further visual inspection identified crystallized drug blocking the fluid path at the distal end of the glass capillary, located inside of the flow restrictor housing. The no flow condition occurred due to the crystallized drug; however, the cause of the crystallized drug was unable to be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.